Manufacturer narrative:
Device evaluation: the reported event of a defective system monitor was not confirmed through this analysis. The returned system monitor, (B)(4), and the data cable, (B)(4), were both evaluated. The system monitor was powered on and the data on the screen appeared to be readable; the reported event was not reproduced. The system monitor and the data cable were tested for several days and underwent a full functional test. The system monitor and data cable met all required test specifications and were found to function as intended without any functional issue. Performed a full functional checkout, unit and data cable passed all test steps, and returned to the customer site. A root cause for the reported event was related to the pump stop button being pressed and not an issue with the returned system monitor and data cable. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device was inadvertently omitted in the previous report. Approximate age of device: 10 years, 2 months.

Manufacturer narrative:
The system monitor was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that while the lvad was connected to the system monitor, during adjustment of the hematocrit setting, the lvad shut off. It was then noted that the system monitor touch screen was overly sensitive to input. It was reported that the patient remained asymptomatic for the two seconds that the lvad was off. The lvad was switched to a different system monitor when it was determined that the initial system monitor was not functioning as expected. The patient had no further issues.